Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00332: screws.

Event description:
An ankle plate, implanted in (B)(6) 2016, was explanted in (B)(6) 2017 for unknown reasons. While explanting the plate, several screws broke.